Manufacturer narrative:
Updated fields: h7, h9. This supplemental report is being submitted to provide the results of recall information.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. The fiber bonding in the outer tube area (distal end) is damaged. The image is green. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is green (image flickers and lines appear in the picture is accompanied by the confirmed failure). The most probable cause of the additional failure is cause not established. (The video cable is broken. The fiber bonding in the outer tube area (distal end) is damaged. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. (Image flickers and lines appear in the picture). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had image flickers and lines appear in the picture at reprocessing. There were no reports of patient involvement.